Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that when opening the packaging for a vial mate reconstitution device, the paper backing was "loose" from the blister packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device noted that the backing paper was detached from the clear blister packaging. It was further noted that there was not a strong bond between the blister packaging and the backing paper. A corrective and preventative action (CAPA) was opened to address this issue. The cause was determined to be a manufacturing deficiency. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.